Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited no flow even after removing the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified; however, it is likely that physical stress from hitting or dropping the distal end, as well as chemical stress from chemical solutions, contributed to the issue. As a result, humidity invaded the light guide lens, leading to corrosion, which caused the 'inside of light guide lens was dirty' malfunction. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.